Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿tumoration and redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area.

Event description:
Healthcare professional reported to a company representative that a patient was injected with 2.0 ml of unspecified juvéderm® voluma¿ in the malar area indicated as ck1, ck2, ck3 (1.0 ml each side). Patient was pre-treated with alcohol. Three months after the procedure the patient experienced ¿tumoration and redness in the right malar area for about 15 days.¿ there has been ¿mild improvement with antibiotic and corticoid use.¿ medications were specified as cefadroxil and im dexamethasone. It was noted the patient is ¿progressing well with the use of corticosteroid.¿

Manufacturer narrative:
The event of "biofilm" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection.

Event description:
Additional information received from the healthcare professional noted "treatment as the protocol to biofilm" was initiated approximately a month or 2 after symptoms occurred. Symptoms have not resolved, "although patient is in remission."

Manufacturer narrative:
Corrected information: evaluation codes. This corrected reported is being submitted to clarify the previously reported events. Upon further review by a company physician, the reported event is best captured as an allergic reaction/hypersensitivity.

Event description:
Healthcare professional reported to a company representative that a patient was injected with 2.0ml of unspecified juvéderm® voluma¿ in the malar area indicated as ck1, ck2, ck3 (1.0 ml each side). Patient was pre-treated with alcohol. Three months after the procedure the patient experienced ¿tumoration and redness in the right malar area for about 15 days.¿ there has been ¿mild improvement with antibiotic and corticoid use.¿ medications were specified as cefadroxil and im dexamethasone. It was noted the patient is ¿progressing well with the use of corticosteroid.¿